Manufacturer narrative:
Insulin pump error 63 alarm confirmed in the device history and during self test due to broken trace. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Device passed the delivery accuracy test at 0.08635 inches. No possible under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure alarm and it was under delivering. The customer stated that they were able to clear and rewind the insulin pump. The customer was assisted with troubleshooting. Self test did not pass. The insulin pump will be returned for analysis.